Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to a decrease in r-wave meausurements. After the repositioning the measurements were satusfactiry.